Manufacturer narrative:
It was initially reported that the device was returning for analysis; however, the device was not returned. The report of suspected pump thrombosis could not be confirmed as the device was not returned for evaluation. Multiple requests for product return were sent to the customer, however, the explanted pump was not returned for analysis. Analysis of the submitted system controller log file did not show any atypical trends in pump parameters that would be associated with thrombus formation within the pump, such as high or sustained elevations in pump power or a significant upward trend in pump power over time. No atypical alarms were captured and the pump speed remained above the low speed limit for the duration of the log file with power readings in the 4.5 to 7.6 watts range. Based on the manufacturer¿s previous complaint experience, elevated lactate dehydrogenase (ldh) levels could be indicative of potential device thrombosis; however, a specific cause for the reported high ldh could not be conclusively determined without a full evaluation of the device. Although a direct correlation between the device and the reported event could not be conclusively determined, device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Review of the device history record for the pump revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year, 5 months. The device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted with a two week history of increasing dyspnea on exertion and fatigue. The patient¿s inr was 1.9 and the lactate dehydrogenase was 2194 u/l. The pump was exchanged on (B)(6)2017 due to suspected pump thrombosis. No additional information was provided.